Event description:
In 2005, the patient was diagnosed with dvt and underwent 48 hours of sysis, with the final nenogram showing a stenosis in the iliac vein. The vein measured 9mm and was treated with a zilver stent. There was a persistent wasist which was balloonned. The next day , the patient was noted to be having runs of ventricular tachycardia and the x-ray showed the stent had migrated into the heart. A snare was used to retrieve the stent, however, only a portion of the stent was successfully removed. The patient continued to experience ventricular tachycardia and the patient was taken to or for removal of the stent using the heart lung machine. The stent had become entangled in the tricuspid valve. Patient is currently on a ventilator in the ICU and is in stable condition.